Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however, a specific value was not provided. Cause was not known. Reportedly the customer had high ketones that were identified as dangerous by their healthcare provider. Customer gave manual injections, drank water, and removed pump. Customer reverted to an alternative method of insulin therapy.